Manufacturer narrative:
The subject product was consumed when used on the patient and not available for evaluation. Based on the event as reported, the most probable root cause of the clotting of the blood in the autologous blood salvage circuits is a user-related condition. As reported, the correct transfusion filter was used per the IFU. The users may not have been using sufficient irrigation and away suction which would explain the problem experienced. Lot numbers of the subject products were not able to be provided by the contact and as a result a review of the manufacturing records could not be performed. The IFU pk3798864 rev 0 for the arista product provides adequate instructions for use and proper administration of the arista product and includes " immediately upon contact with blood or fluid, arista¿ ah will swell to approximately 5 times its original volume. Once hemostasis is achieved, excess arista¿ ah should be carefully removed by irrigation and aspiration. Avoid irrigation of direct suction of the formed blood clot" and "when arista¿ ah is used in conjunction with autologous blood salvage circuits, a 40. Cardiotomy reservoir, cell washing, and 40. Transfusion filter, such as a lipiguard¿ or pall filters, must be used."

Event description:
Hospital reported experiencing some issues with blood collection device, when used with arista ah hemostat. As reported, in approximately eight (8) surgical procedures, the or staff experienced severe clotting of the blood collected in the cell saver reservoir after using arista ah. With most of the cases being dissection of aortas. As reported, the blood that had been collected was clotted and unable to be used on the patients. The hospital confirmed that there was no patient injury as a result of the problem experienced and they have another method for blood transfusions (such as donor blood) if it was needed. The or staff switched the anticoagulant citrate dextrose to heparin to resolve the clotting issue which seemed to be effective recently. The hospital contact was asked if the or staff is following the arista ah IFU recommendation and using a "40 micron pall filter" when using arista in conjunction with the cell saver. They confirm they use the appropriate filter and have used arista ah for approximately one year. Asked if the doctor removes the excess arista after application per the IFU recommendation. They could not be sure. As reported, there were several new cardiac surgeons. They report that they have provided education regarding irrigating and using away suction after use to prevent the collection of material within the cell saver.